Event description:
The patient's wife reported that the patient initially had good therapeutic effect after implant. The patient was in a car accident in 2006. Around the previous month, the patient has had symptoms of slurred speech, confusion, and visual problems. The patient has also had a couple of seizures. In 2007, the patient has had constant migraine headaches with varying severity and duration. The patient's wife reports that due to the patient's symptoms she is worried about leaving her children at home with the patient. The patient's wife also reported that the hcp has been working with them regarding the patient's symptoms, and has done both an x-ray and a CT scan, but no issues were found. The patient's wife alleges that the patient's symptoms are due to the implanted stimulation system. The patient was directed to continue working with their hcp. Add'l info has been requested from the hcp, but was not available as of the date of this report. A follow-up report will be sent if add'l info is received.